Manufacturer narrative:
The conclusions are as follows: the rrt warning has been raised due to bluetooth communication issue. The battery is not able to provide the needed current for a bluetooth communication. O a component involved in the current collection for a bluetooth communication has been found broken through battery's x-ray (see picture below). This complaint is recorded for trending purposes. For more details, please refer to the attached analysis report.

Event description:
On (B)(6), during an in-clinic interrogation of alizea dr (B)(6), a warning message stating "rrt occurred on (B)(6) 2024. Magnet rate 80" is displayed. The device is found programmed in vvi mode and is displaying the current battery voltage value to be 3.12v.

Event description:
On (B)(6) 2024, microport crm rep (B)(6) called technical services stating that he was performing an in-clinic interrogation of alizea dr (B)(6). Upon interrogation, a warning message stating "rrt occurred on (B)(6) 2024. Magnet rate 80" is displayed. (B)(6) states the device is found programmed in vvi mode and is displaying the current battery voltage value to be 3.12v.

Manufacturer narrative:
The preliminary analysis led to the following observations: the patient files analysis has revealed that the rrt (recommended replacement time) warning has been displayed following a low battery voltage measurement performed with the ble (bluetooth low energy) function. Nevertheless, a battery voltage measurement was performed later without this ble function indicating a correct value (3.10 v). This issue is due to the ble function. The associated risk is a pacemaker reset which could lead to a switch in back-up mode with the impossibility to re-initialize it correctly inducing a device¿s interrogation impossibility. Nevertheless, the back-up mode is a safety mode where the pacemaker operates with the following parameters: vvi, 70 min-1, 5 v, 0.5 ms, sensitivity 2.2 mv, unipolar. Therefore, the pacing is still delivered. However, the device¿s integrity, cannot be guaranteed anymore. Based on the available data, a component failure (involved in the ble function) is currently suspected. Therefore, it is recommended to replace this pacemaker. In case the device is replaced and returned, a device¿s expertise will be performed such as visual check, electrical status check at reception, electrical tests and imaging in order to determine the root cause. Please refer to the analysis report.

Event description:
On december 19, 2024, microport crm rep (B)(6) called technical services stating that he was performing an in-clinic interrogation of alizea dr (B)(6). Upon interrogation, a warning message stating "rrt occurred on march 25, 2024. Magnet rate 80" is displayed. (B)(6) states the device is found programmed in vvi mode and is displaying the current battery voltage value to be 3.12v.